Event description:
Several samples exhibited discrepant results with several different analytes. The following examples were provided: sample 1, initial creatinine result -0.1 mg/dl, initial calcium result 1.5 mg/dl, both repeats were in the normal range. Sample 2, initial calcium result 1.7 mg/dl, repeat in normal range. Sample 3, initial calcium result 1.2 mg/dl, repeat in normal range. Sample 4, initial calcium result 1.1 mg/dl, repeat in normal range. Sample 5, initial calcium result 1.5 mg/dl, repeat in normal range. Sample 6, initial calcium result 1.4 mg/dl, repeat in normal range. Sample 7, initial calcium result mg/dl, initial creatinine result -0.1 mg/dl, repeat in normal range. Sample 8, initial creatinine result 0.1 mg/dl, initial calcium result 2.5 mg/dl, repeats in normal range. Sample 9, initial creatinine result -0.1 mg/dl, initial calcium result 2.7 mg/dl, repeat in normal range. The initial results were not reported. The user determined the rinse nozzle was clogged and cleaned the nozzle which resolved the issue.